Manufacturer narrative:
The user facility could not provide the date in which the injury occurred. The power lift stirrup subject of the reported event is not manufactured by steris. The steris account manager stated that the velcro is coming off the boot which is not permitting proper cover for a patient's foot or leg. The staples are in place to secure the velcro to the boot. The power lift stirrups are approximately 3-4 years and are not serviced or maintained by steris.

Event description:
The user facility reported that an employee obtained an injury from an exposed staple on the stirrup boot. The injury was cleaned and a band-aid was applied.